Event description:
The physician was attempting to deploy a 2.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient with stenosis and calcification. It was reported that the lesion was pre-dilated; however, it was reported that stent couldn¿t pass the lesion. When the device was removed from the patient the stent was noted to be damaged. The procedure was completed using another medtronic stent. No patient injury occurred and no clinical sequelae were reported. Device evaluation the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was flattened.

Manufacturer narrative:
Evaluation results and conclusions: (failure to deliver stent and stent deformation). (Patient lesion morphology, calcification and stenosis present). Deformation problem. (B)(4).